Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to clogging of the channel mount unit, the foreign objects come out of the distal end. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a foreign object in the working channel involving an olympus bronchovideoscope. There was no patient injury involvement.